Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The reported symptom 'constant downstream occlusion' was verified through the a review of the event history log by the presence of multiple ¿downstream occlusion!¿ messages but was unable to be recreated during evaluation. Evaluation inspected the device and performed occlusion testing via the flow line without detecting any symptom of the customer-reported issue. Evaluation revealed the cause to be an out adjustment downstream tubing guide gap. The downstream plate shim was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm. There was no patient involvement. No additional information is available.